Manufacturer narrative:
(B)(4). Date sent: 12/19/2025. D4 batch#: z7017l. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned device determined that the distal tip of the blade was broken off, with the remaining blade portion scratched and showing evidence of contact with metal in or out of the operative field. During functional testing on energy systems, an alert screen was displayed, which is a probable consequence of blade damage. The device was disassembled to verify the condition of the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage, resulting in activation issues such as failing the pre-run test with the generator and displaying alert screens like "blade error detected," "relaxed pressure on blade," or "replace instrument." Continued usage of a damaged blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch: z7017l, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4) date sent: 12/1/2025 d4 batch #: unknown. Additional information was requested and the following was obtained: it was mentioned that the blade was broken, but did the blade break inside the patient's body or outside? The blade was broken outside the body. (On an instrument table) did any broken pieces fall off inside the patient's body? No pieces were fell into the patient and there was no effect on the patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a hepatectomy, the device could not be used and the blade was broken when the device was checked on the instrument table. No pieces were left inside the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.